Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. Interrogation showed the patient's pacemaker was in backup vvi mode. Programming changes were made. The patient had no adverse consequences.